Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). 8015 120.4610 error. Unit is using a alaris battery pack. Recommend to biomed to check the battery harness connector for bent pins. Next would to replace the power supply processor board or send in for a level 1 depot repair. Gave price for level 1 repair and gave part number to power supply processor board. Transfer to tyrell com for pricing.